Manufacturer narrative:
The photo provided by the customer identified a complete separation from the vinyl tubing to the smartsite outlet port, confirming the report. The root cause of this failure was not identified.

Event description:
It was reported that the patient was receiving a secondary gemcitabine (gemzar) infusion at an unspecified rate, which was attached to a primary line with normal saline via lvp module. Approximately 15 minutes into the infusion, the patient contacted the rn of ¿something had happened and she wasn't connected¿. Upon closer examination, the rn noticed that the primary tubing broke in half and was leaking on to the patient and floor. The chemo spill was cleaned and a new primary tubing attached to complete the chemo infusion. There was no patient or user harm reported. The event occurred in the infusion center.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient age/date of birth requested however not provided.

Event description:
The customer reported that patient was receiving a secondary gemcitabine (gemzar) infusion at an unspecified rate, attached to a primary line with normal saline via lvp module. Approximately 15 mins. Into the infusion, the patient contacted the rn of ¿something had happened and she wasn¿t connected¿. Upon closer examination, the rn noticed that the primary tubing broke in half and was leaking on to the patient floor. The chemo spill was cleaned and a new primary tubing attached to complete the chemo infusion. There was no patient or user harm reported. The event occurred in the infusion center.